Manufacturer narrative:
Patient information is unknown. Patient is female.

Event description:
Per complaint (B)(4), before a clinical procedure, an implant fractured or there was a broken component.

Event description:
Per complaint (B)(4), before a clinical procedure, an implant fractured or there was a broken component.